Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected field-e3. User contacted the emergency support program (esp) for assistance after experiencing two catheter restriction alarms within a short period. On both occasions, therapy was resumed by pressing the start button. Esp personnel advised repositioning by hyperextending the insertion site and flattening the right groin to help relieve any potential obstruction. They instructed the clinician to observe the gas waveform during repositioning, noting that it should appear more ¿chair-shaped¿ rather than rounded for optimal function. If no improvement was observed following repositioning, esp personnel recommended obtaining a chest x-ray (cxr) to assess catheter tip placement.

Event description:
User called into emergency support program (esp) line to request support with catheter restriction alarm while using intra aortic balloon on patient. User stated they had gotten 2 catheter restriction alarms in a short period of time. Both times they pressed start to resume therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).